Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitting beeping tones for the previous two months. The device was unable to be interrogated and replacement is expected at a future date. No adverse patient effects were reported.